Event description:
The customer obtained multiple (B)(6) reactive vitros anti-hav igm results (patient result 1 lot 3010=(B)(6); patient result 2 lot 3092=(B)(6) ; patient result 3 lot 3092= (B)(6)) from a single patient sample while using the vitros 3600 system and a single (B)(6) reactive vitros anti-hav igm result (patient result 4 lot 3092=(B)(6)) from the same patient sample while using the vitros eci immunodiagnostic system . The (B)(6) vitros anti-hav igm results were questioned due to multiple (B)(6) vitros anti-hav igm results using the same vitros eci analyzer and a (B)(6) vitros anti-hav total result; both obtained from the same patient sample. Repeat analysis of the affected patient sample determined that the expected result was vitros anti-hav igm (B)(6) using the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The (B)(6) vitros anti-hav igm results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report is number three of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers 1372605 and 1374997/ivd 257250.

Manufacturer narrative:
The investigation determined that multiple non-reproducible (B)(6) vitros anti-hav igm results were obtained from a single patient sample run on the vitros 3600 system and the vitros eci immunodiagnostic system. It is unlikely that an analyzer related issue contributed to the event, as both the eci and 3600 analyzer generated (B)(6) results. Additionally, tsh marker and (B)(6) within-run precision testing was acceptable on the 3600, indicating the 3600 analyzer was performing as intended. It is also unlikely a sample interferent contributed to the event, as a sample interferent that affects the vitros ahavm assay would give consistent results. A bias between calibrations on the 3600 and eci analyzer and from each reagent lot cannot be ruled out. Finally, some interaction between combinations of hsdb lots and (B)(6) reagent lots cannot be ruled out as a contributing factor. The root cause of this event is unknown.